Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Product information for use precautions & observations section states: do not use the <- 45ml white inflation port to irrigate. If obstruction of the catheter is due to solid stool, use of the device should be discontinued. Clinicians should take extra care to use the blue irrigation/ medication port only when irrigating and delivering medication. Do not irrigate or administer medication through the white inflation port (marked <-45ml). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/ event details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting "a patient where the fecal management system (fms) balloon was over inflated to 60cc, which was discovered when they deflated the balloon. No harm was done to the patient. This occurred in the past one to two (1-2) months. They had a protocol where they irrigate the fms with 60cc but, have since changed this to 45cc in an attempt to minimize any confusion. She is not sure if this is why the balloon was over inflated or not, but suspects it may be the reason." No further information was provided.